Event description:
No mcl lead in sector for bed at central station. Only lead ii and pleth waveforms displayed. Could not select secondary waveform in sector setup on pulldown selection. Contacted philips medical support, explained problem to tech support and they had told rptr to reset the transmitter by unplugging the leadwire set and removing the batteries on the transmitter for about ten seconds, then installing the batteries and reattaching the leadwire set. Rptr had mentioned they had them perform that task, the nurse said it did not resolve the problem. Tech support told rptr to go into pt window for that sector and check if any other ECG waveforms were displayed, rptr said no, only lead ii. Tech support had rptr go into sector setup, secondary waveform folder and see what waveform was selected, rptr told them pleth and could not select any other waveforms. Tech support told rptr to discharge the pt and readmit. Rptr questioned if they should save history and they said yes. Performed task, discharged pt, saved history on pt and readmitted same pt to sector. Waves came back up and lead ii and mcl waveforms are being displayed. Went into sector setup for the bed and selected secondary waveform, the pull down menu had all waveforms available for the second waveform displayed. The sector now has lead ii and mcl leads displayed. Tech support said it was probably a glitch in the software for the sector. The software release on the computer is g.00.12.